Event description:
Caller consistently received higher readings than the way their body felt. Readings were taken within a short period of time with the following results: 281, hi, and 383. Another meter was used for comparison and yielded a reading of 70. A control solution test was conducted with satisfactory results. Test strips from a new vial were used with results that were within correct variance range between readings (12.6%). The test results, following the change in strips, were consistent with the way the customer felt.